Event description:
It was reported that the surgeon was using the serfas energy probes and it broke inside the pt. Allegedly, he had to open the pt's wound to retrieve the broken piece.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.